Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in an ercp procedure performed on (B)(6) 2015 in the biliary duct. According to the complaint, during the procedure, the surgeon passed advanix biliary stent, on naviflex rx delivery system, through scope and into the duct. Upon trying to deploy the stent it was noted that there was significant resistance when withdrawing the guide catheter. It was then observed in endoscopic view that the advanix biliary stent had kinked in multiple places. Stent and catheter were withdrawn, lesion was re-cannulated, and a cook stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation was performed and found that the stent was kinked in several locations throughout. The proximal tip of the stent was deformed from being crushed against the distal end of the delivery system. A functional evaluation for stent deployment was performed. Resistance was encountered when attempting to deploy the stent, the stent creased and failed to deploy. Based on the product analysis, the evaluation concluded that it is likely that procedural / anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks in the stent. With the stent and catheters bound by kinks, when attempted for stent deployment, the stent would start creasing and fail to deploy. Therefore, 'operational context' is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in an ercp procedure performed on (B)(6) 2015 in the biliary duct. According to the complaint, during the procedure, the surgeon passed advanix biliary stent, on naviflex rx delivery system, through scope and into the duct. Upon trying to deploy the stent it was noted that there was significant resistance when withdrawing the guide catheter. It was then observed in endoscopic view that the advanix biliary stent had kinked in multiple places. Stent and catheter were withdrawn, lesion was re-cannulated, and a cook stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Exact patient age is unknown, however, patient reported to be over 18 years of age. Reported event of stent kinked. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.